Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while on the stomach for second firing, the staple line was incomplete centrally. The reload was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.